Event description:
On (B)(6) 2025, the user reported an alert after a meal announcement. A full supply change was completed, therapy resumed, and meal announcements were successful. Blood glucose at the time was 300 mg/dl

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.